Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a non-bsc left ventricular (lv) lead showed what appears to be loss of capture (loc) and unstable pacing impedance values, within normal limits. No surface leads were available to confirm if there was lv lead capture. Further analysis was suggested to determine the system condition that remains implanted. Additional information from a health care professional was received mentioning that they were able to determine capture vs nonselective capture. Also, they reprogrammed the device to increase pacing output. No adverse patient effects were reported.